Event description:
Philips received a complaint on the device efficia dfm100/heartstart intrepid indicating that ECG is malfunctioning during routine checking. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The remote service engineer (rse) conducted a remote assessment of the device and identified a malfunction error with the ECG cable. The rse replaced the lead ECG trunk cable to resolve the issue. The device was returned to use, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was malfunction of the ECG cable. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The lead ECG trunk cable was replaced to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.